Manufacturer narrative:
The device was not returned; therefore , a physical investigation could not be performed. The review of the lhr (lot f1407602) indicated that the device lot met all established performance criteria prior shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined however, it was report that the patient's right common femoral artery was severely calcified which could have caused the balloon to rupture. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site.

Event description:
The following information was reported: the physician attempted to close a right common femoral artery that was severly calcified. The balloon ruptured prior reaching the first resistance at the distal end of the procedural sheath. The sheath was still in the artery so he decided to leave the sheath in and have it removed by the nurse in the recovery unit. The patient was no hospitalized. Stick location: right common femoral.